Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and that mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 9/9/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: pop and sui. Concurrent procedures: colporrhaphy with prolapse procedure and mesh. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as vaginal discharge, rectal bleeding, recurrent lower abdominal pain, recurrent tract infections, burning sensations and retention; suffered psychologically and emotionally. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.